Manufacturer narrative:
(B)(4). Info not provided during initial contact. (B)(4). Analysis summary: the analysis results found that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.

Event description:
It was reported that the hand piece connector broke while the device being removed from the generator. There were no reported consequences.